Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose 212 mg/dl. The customer stated he was unable to clear the alarm when attempting to press esc then act on device. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.